Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 137 mg/dl at time of incident and was treated with bolus from the insulin pump. The customer informed that they had issues with the infusion set and the reservoir as they noticed that they were getting a high blood glucose. The customer declined troubleshooting for high blood glucose. The reservoir will be returned for analysis.